Event description:
The physician attempted to track the 2.50mm x 8mm resolute integrity drug-eluting stent through previously deployed stents with no predilitation. The lesion in the distal lad had moderate calcification, little tortuosity and 90% stenosis. Lesion measured 2.5mm in diameter by 40mm in length. Physician felt resistance, used excessive force and dottering techniques during delivery but was not able to pass the stent through the pre-existing stents in the proximal and mid lad to the target distal lad lesion. The physician then removed the stent and when inspected outside the patient, one strut on the distal edge of the stent was slightly lifted up. Physician requested a new resolute 2.5 x 8 stent which was successfully deployed in the distal lesion. The device had been removed and inspected prior to use as per IFU with no issues noted. Negative prep was also performed with no issues noted. No patient clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions - (excessive force used). Related to another drug/device ¿ (device had to pass through previously deployed stents). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: user error caused or contributed to the event - (excessive force used). Unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).